Manufacturer narrative:
This report is submitted on march 10, 2022.

Event description:
Per the clinic, the audiologist experienced significant decline in her ability to understand speech especially when on the phone and dizziness, with and without sound processor use. The device was explanted on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on april 18, 2022.